Event description:
During ep study, catheter ablation of atrial fibrillation (flutter) procedure, no electrocardiogram signals were shown with the proximal electrode. Only noise/artifacts. No patient harm.